Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's controller battery was not charging. The controller was recharged twice and left plugged into the wall for 2 days and would not show an empty battery, but as soon as it was unplugged it showed it needed to be recharged and that it was empty. The battery appeared to be seated well and was sitting flushed. It was also noted that the therapy had been turning off by itself and that it had to be turned back on with the controller. The ins was charged when this happened and they were able to turn it back on with no issue, however when turned on again the amplitude would be at 0.0. This issue had occurred while walking, sitting, and laying down, was random, and had started right after adaptive stimulation (as) was enabled. The rep indicated the patient did not have cycling enabled, and after checking as settings noted the patient had mostly been using group c with amplitudes defined for all positions except lying front. The other groups had a few positions that were set to 0.0 but the patient mostly used group c. The patient was reminded to lock their controller when not using it so as to not hit buttons in error and turn the ins off, but it was also suggested to turn as off to see if that helped. No out of box failure was reported, and a new controller was sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the therapy turning off was not determined. The patient weight was given and the issue was reported to be resolved because it had not occurred since the replacement. No further complications were reported.